Event description:
Enamel down-to-dentin on a lower right bicuspid tooth was removed when the orthodontist debonded the bracket. Orthodontist's debonding technique utilized a dual bladed instrument in the gingival-incisal direction at the bracket bonding base / tooth surface interface. The recommended procedure is to use the 3m unitek universal self ligating debonding instrument which utilizes a mesial-distal squeeze debond technique on the tie-wings of the bracket. The patient's dentist has repaired the tooth.